Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving 6 inappropriate shocks from the implantable cardioverter defibrillator. The patient reported that he received shocks while having sexual relations with his spouse. He was asymptomatic at the time. It was noted that his rhythm showed a one to one atrioventricular conduction ratio with a rate that exceeded the ventricular fibrillation detection rate. The patient was instructed to follow up with his cardiologist and was discharged from the ER. On (B)(6) 2021, the patient followed up with dr. (B)(6) and was prescribed medication to be taken prior to bedtime. No other intervention was performed. The clinician stated the patient had no symptoms and no new fast heart rate episodes at the time of the visit.